Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09147. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. There were no previous repair records in the past year. An investigation for the reportable malfunctions was completed by the OEM. We presume that the connector unit was dismantled by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress might cause the breakage. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the following for each connector. -the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dentsolympus will continue to monitor complaints for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to perform service on the referenced reprocessor. The fse replaced the damaged grey connector, ran the test cycle and completed the service checklist. Equipment was repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the customer that the grey colored connector in the endoscope reprocessor machine was broken. No patient injury or harm was reported.